Event description:
Additional information received stated that the infection was diagnosed on (B)(6) 2012. The symptoms associated with the infection were fever, redness, and swelling. The location of the infection was the device pocket. A culture was taken from the pocket and the results determined that the patient had (B)(6). The patient was given intravenous antibiotics, and the surgeon partially explanted the device system. The infection resolved. It was noted that the patient had a (B)(6) prior to having the device implanted.

Event description:
It was reported that the patient had an infection. The hcp planned to explant the ins and part of the extension, or possibly the entire extension. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Review of additional information received determined this event was also reported under MFR. Rep. # 3004209178-2012-05948. All future follow-up will be conducted under this MFR. Rep., # 3004209178-2012-05431.